Event description:
Patient underwent right groin exploration with a cutdown to the right femoral vein for surgical removal of a foreign body which was retained following fragmentation (into 2 distinct pieces) of his 10f sheath during typical removal following pulmonary vein isolation and posterior wall isolation with pulsed field ablation. From patient chart: past medical history significant for hyperlipidemia , hypertension, gerd, rheumatoid arthritis, thoracic outlet syndrome, benign prostatic hyperplasia, ankylosing spondylitis. He is s/p pe and dvt. Patient reports a several year history of atrial fibrillation (taking metoprolol and eliquis), he has undergone two previous cardioversions and one previous ablation. No known allergies former tobacco smoker 1ppd no etoh, no drug use.